Manufacturer narrative:
Pe the additional information received, the ipg met or exceeded 75% expected longevity. There is no device malfunction. Hence, this event no longer meets the reportability criteria.

Event description:
Additional information received indicates that the patient last had therapy 2 months ago (approximately feb2023).

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.